Manufacturer narrative:
The affected device was not returned to nidek for evaluation. However, a nidek field service engineer (fse) had conducted an on-site evaluation. The device was evaluated and tested for proper operation. Aiming beam was tested actual energy and display energies were measured and fse found that the actual energy was slightly lower than the display. However the actual energy was within the range as per the device specifications. No failure was found. The device was calibrated and the output energies were adjusted. Nidek customer service contacted facility to gather additional information regarding complaint and talked to office manager who informed that at list six patients had pitting in the lens but no serious adverse event reported. The doctor could complete the surgeries and m=no medical or surgical treatment was required to any of the patients. Office manager also reported that there were both male and females within the range from 40 -90 years of age. However no additional data was provided. Nidek considers 6 events and will report 6 mdrs for this facility. Nidek considers this failure mode a reportable event as the device has malfunctioned and has a potential to cause or contribute to a serious injury if the malfunction were to recur. Please refer additional MDR : 1. 3002807715-2015-00036: female; age between 40-90 (average 65yrs). 2.3002807715-2015-00037: female; age between 40-90 (average 65 yrs). 3. 3002807715-2015-00038: female; age between 40-90 (average 65yrs). 4. 3002807715-2015-00039: male; age between 40-90 (average 65yrs). 5. 3002807715-2015-00040: male; age between 40-90 (average 65yrs). 6. 3002807715-2015-00041: male; age between 40-90 (average 65yrs).

Event description:
Nidek received a complaint for yc-1800 sn: (B)(4) from customer on (B)(6) 2015. Doctor called to report that they have received the recall notification letter for yc-1800 recall and also they had experienced pitting lens in the past six months. No additional information was provided at the time.